Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 visual examination of the provided pictures identified the tip of the inserter fractured and was shown in the provided picture. Lot identification could not be performed. No further evaluation can be made. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the threads of the impactor broke inside the distal stem. There was no harm or health consequences to the patient. All of the pieces were retrieved. It was reported that no additional information on the reported event is available at this time.